Event description:
On (B)(6) 2014: during tips procedure, a thrombus was present at the portal vein. A percutaneous thrombectomy device was deployed in an attempt to clear the thrombus which led to stent migration. Portion of the 2 stents removed, but remainder in central internal jugular vein. Attempt was made to snare without success. It was felt location was safe and stable and dangerous to attempt further removal. A vascular consult recommended against surgery for retrieval of stent fragment.